Event description:
A physician suspected that his patient's generator battery was depleting faster than expected after checking the device during a follow-up visit. The physician referred the patient for generator replacement surgery. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. The data was available from three clinic visits occurring between 2 and 2.5 years after implant. The 25% battery remaining indicator was first observed 2 years after implant, although only 14% of the battery capacity had been consumed. The 25% battery remaining was observed at a subsequent clinic visit 3 months later. The intensified follow-up indicator was observed at the following clinic visit; however, only 18% of the battery had been consumed. These discrepancies are an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. It appeared likely that the cause of the premature battery depletion was related to the manufacturing process of the generator. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
It was reported that this patient received a generator replacement. The explanted generator has been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and a visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The pcba was subjected to a postburn electrical test in which it failed several tests. After the trimmed edge of the pcba was cleaned, an electrical test was performed indicating that the pcba performed according to functional specifications. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of premature end of life. No other relevant information has been received to date.